Event description:
It was reported that an ilet user experienced recurring alert 38 indicating a consecutive motor stall, despite multiple restarts, and the device was replaced; the user¿s concurrent blood glucose was 247 mg/dl and no ilet high/low glucose alerts occurred. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education, verification of shipping and return, and receipt and inspection of the returned device. Investigation of this case revealed a stalled motor condition within the pump mechanism consistent with a device mechanical malfunction affecting insulin delivery. It was concluded that the cause was a mechanical failure of the pump motor requiring replacement.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.